Event description:
During a pvi ablation procedure, the patient experienced an st elevation which resolved on its own. During the first ablation lesion, a sharp increase in temperature with power limited for the first 2 seconds was observed with temperature cooling and power rising to full power after 2 seconds. The physician's protocol is 70w, 45 degrees, 5-7sec at 20ml irrigation on ablation (2ml off abl). The second ablation behaved as expected but was stopped as an st elevation was observed on ECG tracing. The st segments resolved quickly but the procedure was stopped to check the patient's cognitive function. The patient was awoken, assessed, and found to be ok. The patient was discharged later that same day. After discussion with physician and lab staff, it was likely the tactiflex was not flushed at 60 ml /min prior to insertion. Rather it was connected to a flushed coolpoint tubing set at 2ml /min and had been irrigated but not enough to expel the last bit of air at catheter tip. Tactiflex was running at 2ml irrigation for approximately 15 min before entering the left atrium.